Manufacturer narrative:
The entire ventilator was returned for investigation. It was reported that the ventilator generated multiple technical error codes indicating power errors while it was in the standby mode. The reported event could not be duplicated and the ventilator passed all functional and safety tests. The received logs confirmed the reported technical error codes at date of the event. The control printed circuit board (pcb) was replaced as a precautionary action. The ventilator was returned to the customer for clinical use. The root cause for the reported technical error codes could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated multiple technical error codes indicating power errors while it was in the standby mode. There was no patient involvement. Manufacture's ref.#: (B)(4).